Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received with the stent fully mounted onto the delivery system. It was attempted to deploy the stent and it was noticed that the distal end of the stent would not expand and was constricted due to the presence of foreign matter (fm). As the stent was being fully deployed, the foreign matter moved and attached itself to the tip. As a result the stent expanded and deployed without issue. No issues were noted with the stent. The foreign matter sample was removed and submitted for fourier transform infra-red spectroscopy (ftir) testing. The spectra and images gathered through the ftir analysis suggested that the fm was a biological material. A visual and tactile examination identified no issues along the length of the device. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 14-jul-2017. It was reported that failure of the stent to deploy occurred. A 14x90/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, during the procedure, the tip of the stent could not be deployed. The physician attempted twice, but still the stent could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed presence of a foreign matter that is consistent with a biological material.